Event description:
Lawsuit alleges the day after the implantation of the spinal cord stimulator the pt underwent a second surgery. The pre-operative diagnosis was lack of stimulation, expired battery was realized post-operatively. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent if additional info is received.